Manufacturer narrative:
The reported oad was received for analysis. A puncture in the saline tubing of the oad was observed between the saline tubing positioners. No other damage was observed on the oad driveshaft or handle assembly. A pressurized test of the saline tubing revealed fluid leaking at the puncture site. The puncture damage was consistent with improperly setting up the saline tubing in the oas pump head. The oas pump head can pinch the tubing if it was not properly aligned. The oad was tested, spun on all speeds, and functioned as intended. At the conclusion of the device analysis, the reported event of a fluid leak was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a procedure, the stealth peripheral orbital atherectomy device (oad) tubing was leaking. The leak was not visible during testing, however, a good amount of viperslide was observed to be leaking below the distal saline tubing positioners after the first treatment pass. The physician was uncertain if the saline level was sufficient enough to avoid patient injury, so a second oad was used to successfully complete the procedure with a successful outcome. The patient was fine following the procedure.